Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective mainboard. In consequence (correction) the mother board was replaced. There was no patient or user harm.

Event description:
It suddenly began self-triggering on a patient, giving irregular breaths, and high pressure alarms when no high pressure was indicated, also disconnection on vent side. On a simple test circuit and test lung in the workshop, it is still showing disconnection on the vent side, though there is no possible leak.